Event description:
It was reported that the product subject to this MDR broke while in use with a stryker handpiece. No pt injury or intervention was reported.

Manufacturer narrative:
Part number and lot number info not supplied. Device not returned as yet for evaluation.